Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is broken. A definitive root cause could not be identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined and device evaluation finding "light guide bundle is broken" was due to component failure of distal end of the video telescope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had air leakage from the control section. There were no reports of patient harm as a result of this event.